Event description:
The hosp reported that the surgeon saw arcing between the instrument, at the junction between the scissors insert and the instrument shaft, and the abdominal wall. The dr reported a burn to the abdominal wall. The rptr considered the injury a serious injury and said the pt was re-operated on. At the time the report was made to the MFR, however, the pathology report was not complete, so she said it was not known if the pt's need for add'l surgery was related to the reported burn. The rptr stated the instrument was not against tissue at the spot of the arc, and they had not seen a similar incident with other instruments. The rptr said the instrument (handle assembly and scissors insert) was not identified and segregated at the time, so it cannot be returned for MFR's evaluation. The hosp has not responded to a subsequent call requesting follow-up info on the pt outcome.